Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Added pi to the unique device identifier (UDI)# field. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the infusion ran one minute short. The infusion was set to run for 60 minutes, but only ran for 59 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes and manufacturer narrative. Investigation summary: the report of an over infusion event of the hpn217 drug was confirmed during the review of the logs and replicated through laboratory testing. Laboratory testing showed that the syringe module was operating within specification. Alaris system maintenance (asm) test results indicated that the syringe module is performing as designed and passes all accuracy measurements. The syringe volume detection test using a compatible bd 20 ml syringe found that the device successfully detected the syringe volume within specification when the plunger was set to the 9 ml graduation mark on the syringe barrel. The syringe accuracy test performed on the incident syringe module using a compatible bd 20 ml syringe delivered fluids within specification. Inspection and testing of the incident syringe and administration set could not be performed because they were not returned for investigation. A review of the pcu event log began on 30 may 2024 at 10:10 am, when the suspect syringe module was selected, and a basic infusion was programmed to infuse at the rate of 10 ml/h with the volume to be infused (vtbi) of 8.9826 ml/h from a bd 20 ml syringe containing the available volume of 8.9826 ml. The duration of this infusion was calculated to be approximately 53 minutes. At 11:04 am, a "syringe empty" alarm triggered, due to the programmed infusion being stopped after infusing the total volume amount of 8.9826 ml. At 11:05 am, the suspect device was selected and programmed to infuse at the rate of 10 ml/h with the vtbi of 0.65 ml from a bd 10 ml syringe with the available volume of 9.5177 ml. At 11:09 am, the programmed infusion was completed, and the incident device was selected and programmed to deliver the remaining volume of 8.8677 ml at a rate of 10 ml/h. At 11:15 am, the infusion completed, and the suspect device was channeled off. The total volume infused at this point was calculated to be 18.523 ml and there were no other infusions that occurred on the suspect device on 30 may 2024. The internal inspection process performed on the syringe module found no irregularities. The alaris user manual (9.33) states to electronically prime the syringe pump system before starting an infusion or after replacing a near empty syringe with a replacement syringe. Using the syringe pump's prime feature engages the mechanical components of the pump and decreases the syringe's friction and compliance to minimize startup delays and delivery inaccuracies, especially at low infusion rates. Failure to use the prime feature on the syringe pump after every syringe change and/or tubing change can significantly delay the infusion delivery startup time and lead to delivery inaccuracies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an over infusion is being attributed to an incorrect syringe volume for the intended programming. The incident device was fully evaluated, and no issues or anomalies were observed regarding the reported issue. Note that this report lists imdrf annex a0401, c23, d11and g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infusion ran one minute short. The infusion was set to run for 60 minutes, but only ran for 59 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique identifier (UDI)# field.

Event description:
It was reported that the infusion ran one minute short. The infusion was set to run for 60 minutes, but only ran for 59 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion ran one minute short. The infusion was set to run for 60 minutes, but only ran for 59 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of an over infusion event of the hpn217 drug was not confirmed during the review of the logs and replicated through laboratory testing. ¿ laboratory testing showed that the syringe module was operating within specification. O alaris system maintenance (asm) test results indicated that the syringe module is performing as designed and passes all accuracy measurements. O the syringe volume detection test using a compatible bd 20 ml syringe found that the device successfully detected the syringe volume within specification when the plunger was set to the 9 ml graduation mark on the syringe barrel. O the syringe accuracy test performed on the incident syringe module using a compatible bd 20 ml syringe delivered fluids within specification. ¿ inspection and testing of the incident syringe and administration set could not be performed because they were not returned for investigation ¿ a review of the pcu event log began on 30 may 2024 at 10.10 am, when the suspect syringe module was selected, and a basic infusion was programmed to infuse at the rate of 10 ml/h with the volume to be infused (vtbi) of 8.9826 ml/h from a bd 20 ml syringe containing the available volume of 8 9826 ml. The duration of this infusion was calculated to be approximately 53 minutes. O at 11.04 am, a "syringe empty" alarm triggered, due to the programmed infusion being stopped after infusing the total volume amount of 8.9826 ml o at 11:05 am, the suspect device was selected and programmed to infuse at the rate of 10 ml/h with the vtbi of 0.65 ml from a bd 10 ml syringe with the available volume of 9 5177 ml. O at 11:09 am, the programmed infusion was completed, and the incident device was selected and programmed to deliver the remaining volume of 8 8677 ml at a rate of 10 ml/h. O at 11:15 am, the infusion completed, and the suspect device was channeled off. O the total volume infused at this point was calculated to be 18 523 ml and there were no other infusions that occurred on the suspect device on (B)(6) 2024. ¿ the internal inspection process performed on the syringe module found no irregularities ¿ the alaris user manual (9 33) states to electronically prime the syringe pump system before starting an infusion or after replacing a near empty syringe with a replacement syringe using the syringe pump's prime feature engages the mechanical components of the pump and decreases the syringe's friction and compliance to minimize startup delays and delivery inaccuracies, especially at low infusion rates failure to use the prime feature on the syringe pump after every syringe change and/or tubing change can significantly delay the infusion delivery startup time and lead to delivery inaccuracies. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2).

Event description:
It was reported that the infusion ran one minute short. The infusion was set to run for 60 minutes, but only ran for 59 minutes. There was patient involvement but no harm.